Event description:
It was reported that the patient was feeling "less well" approximately one week after a device changeout procedure. A lead warning had been triggered on the day of the replacement. The patient was noted to have small r-waves and undersensing was occurring. The device was reprogrammed. It was later reported that the patient again complained of "feeling poorly." The sensitivity was noted to be changed and the lead was undersensing again. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable biventricular pacemaker 2012-(B)(6); 4076 implantable pacing lead 2005-(B)(6); (B)(6) tissue valve 2005-(B)(6); (B)(4) tissue valve 2005-(B)(6). (B)(4).